Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 7.60 mm x 2.14 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Additional observations: the instrument was found to have a main tube broken at the distal side of the main tube. The outer insertable part of the main tube seems to be broken from the welding spot. The broken part is measuring 72 mm in length, no material appears to be missing. Common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. Root cause of broken main tube is attributed to the use conditions.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.